Event description:
Staff had difficulty loading stitch onto the endosuture device. One end of needle loaded properly, but other did not - flipped up. Endosuture device worked properly with other stitches.